Event description:
Customer reported that the replacement lot of anti-a, lot 101673 that were sent had shown the same unexpected negative reactivity, as they had seen on the previous shipment of the same lot.

Manufacturer narrative:
A DHR review for anti-a (murine monoclonal) series 1, lot 101673 did not reveal any deviations from processes in the manufacture of the product. The lot met all specifications for in-process and final release criteria. According to the galileo operator manual, forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as a group ab, or an rh (d) negative sample being interpreted as rh (d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history. Testing of anti-a lot 101673 and 101674 with in-house donor samples revealed type a red cell sticking in the anti-a wells. To prevent the sticking, in-house studies found that pipetting the reagents into the wells before the sample red cells greatly reduced the sticking. In-house comparison testing of the new reagent-first pipetting order to the existing sample-first pipetting order showed no unexpected negative anti-a reactions with the new pipetting order. Some unexpected negative reactions were observed during testing with the current assay. Customers were notified of the modification to the assay in 2007.